Event description:
Event description cpi received information that the battery status of this implantable cardioverter defibrillator (ICD) was noted to be at mol1 eleven months post-implant. On april 11th, guidant received additional information that, during a hospitalization for CABG, a device check revealed low pacing output and continuing early battery depletion. The device will be replaced during this hospitalization.